Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and found to be due to an issue with the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: e222 error is the error that occurs when abnormality of communication between endoscopes and processors occurs. We presume that poor communication occurred due to cable failure and e222 error occurred. We could not presume the cause of the cable failure; therefore, a definitive root cause cannot be identified. ¿(instruction manual of otv-s400 chapter 9 when abnormality occurs. 9.2 how to tell the abnormality and how to handle it).¿ this issue is addressed in the instructions for use (IFU): ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the 4k camera head had error e222 (communication error) during the intended therapeutic laparoscopic cholecystectomy procedure. The intended procedure was completed with another similar device. There was a delay of 5 minutes, and the sedation was extended the same amount of time. The device was inspected prior to use. There were no reports of patient harm or impact associated with the reported event.